Manufacturer narrative:
An event of device malposition and insufficiency was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was indicated that there was sufficient calcium to allow anchoring of the navitor. The valve was not attempted to be snared and re-positioned; it did not block any coronary arteries. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system. Pre-dilation was performed with maxi cordis 20mm and the balloon did not exceed the minimum diameter. During procedure, the valve was implanted deeper, which resulted in insufficiency. The implant depth at 80% was about 7mm at nc and 7mm at lc; it was optimal at release prior to migration. There was sufficient calcium to allow anchoring of the navitor. The delivery system was in neutral position prior to final deployment and all 3 tabs successfully released. There was no entanglement with the delivery system and the navitor during removal of the delivery system after final deployment. The aortic angle was 63. The navitor valve was not attempted to be snared and re-positioned; it did not block any coronary arteries. Subsequently, a second 25mm navitor valve was implanted within the first navitor valve. Post-dilatation was not performed. The patient remained hemodynamically stable throughout the procedure and no clinically significant prolonged procedure time was reported. The patient was reported to be in stable condition.